Event description:
Pt transferred to in-patient hospice unit form home due to increase in pain/distress. Rn at hospice attempted to flush PICC and noticed moisture under dressing - while changing dressing noted only hub was under dressing (no PICC). Pt had PICC placed with confirmation of placement by x-ray. Hospice rn unsure when or how PICC was broken.